Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 11:32am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for 16 seconds at 11:30am on (B)(6) 2019 and four (4) seconds at 11:32am on (B)(6) 2019, which is not sufficient time to replace the reagent on either occasion. The station properties were reset at both 11:31am and 11:32am on (B)(6) 2019 with a user affirming in the instrument software that the ethanol concentration in bottle 6 was to be set to the value of 0% at 11:31am on (B)(6) 2019; and to the default concentration of 100% at 11:32am on (B)(6) 2019. The properties of the reagent bottle in 6 prior to this user action were: ethanol concentration =56.0%, cycles=43, cassettes=4300 and days =32. Although the user affirmed that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 11:32am on (B)(6) 2019, the actual ethanol concentration remained unchanged at 56% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol) was used for the final dehydration step in the "factory 8hr xylene standard" protocol comprising 100 cassettes, which started in retort a at 22:47pm on (B)(6) 2019 and completed at 08:00am on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint regarding "underprocessed tissues" from 100 blocks, following processing. On (B)(6) 2019, a leica senior applications specialist (fss) visited the customer site on (B)(6) 2019 in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limits in bottle 6 only. The measured ethanol concentration in bottle 6 was 58.2%; and the calculated ethanol concentration was 100%. The laboratory replaced the reagent in bottles 6 (ethanol), 11 (xylene), 12 (xylene), 13 (xylene) and the wax in wax baths 2; 3; and 4; and performed a validation processing run(s) for which the quality of tissue processing was satisfactory. On 19 july 2019, leica biosystems melbourne received information from the fss that tissue samples from all cases involved in this event were diagnosable.